Event description:
It was reported surgery took place on (B)(6) 2024 wherein the partial leads were explanted and replaced (related manufacturer reference number: 3006705815-2024-03182, 3006705815-2024-03183).

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.